Event description:
Representative form cecilia health reported that the patient is having trouble with the v-go needle button. The needle button released prior to the completion of the 24-hour period.